Manufacturer narrative:
The reported event of false af episodes was not confirmed. Based on the provided information, it was unable to be confirmed if the detection is true or false due to the short duration of af stored egm.

Event description:
It was reported that the patient presented remotely via merlin.net. Transmissions showed the patient¿s implantable cardiac monitor (icm) had alert for false atrial fibrillation (af) episodes. No intervention performed was reported. No patient adverse consequences was reported. The patient was stable.